Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass. The pump was received with cracked case at display window corners and display window. The pump was also received with minor scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states that the customer fell on the insulin pump. The mother states that the battery indicator on the screen cannot be seen, and it appears as if there is ink behind the screen. The customer's blood glucose level at the time of incident was unknown. The customer was advised that the device would have to be replaced and returned for analysis.